Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens has been cut in half, typical of insertion and removal from the eye. Both halves of the lens are adhered to each other by solution. A power and resolution inspection could not be conducted due to extensive damage. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge and handpiece. The file also indicated the use of a non-qualified viscoelastic. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. There have been no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, following intraocular lens (iol) implant procedure, the patient was having poor vision. The lens was exchanged in a secondary procedure. Additional information was requested.